Event description:
It was reported by a company representative that a custom cranial implant was removed due to an infection. An additional revision surgery date has not yet been reported.

Manufacturer narrative:
The complained device was returned for investigation but not enough information were provided. Therefore the reported event could not be confirmed. For infection complaints expanded investigations were performed to assure that neither the complained devices nor all related manufacturing (e.g. Environmental monitoring, sterilization validations tests) process steps could have caused the event. The complained device is delivered non-sterile with the correct instructions or use concerning cleaning and sterilization. In the provided information by the customer/sales rep it was assumed that the complained implant was not the cause for the infection. During the investigation no indication was found for any systematic, design or manufacturing related issue.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that a custom cranial implant was removed due to an infection. An additional revision surgery date has not yet been reported.